Event description:
The customer contacted philips healthtech and wanted to order the ECG out / ac connector under contract due to the ac connector being cracked. There was no reported of patient involvement.